Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was having difficulty charging the ipg as a result the ipg would not connect to the remote. The physician believed that device malfunction was due to the electrocautery used from the previous revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was having difficulty charging the ipg as a result the ipg would not connect to the remote. The physician believed that device malfunction was due to the electrocautery used from the previous revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and showed that the device could not maintain battery powere due to excessive leakage resulting from circuit damage. Impedance check failed and exposing the ipg to a high voltage transients or high redio frequency energy can cause this type of damage. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause is unintended use error caused or contributed to event.